Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not available.

Event description:
It was reported that the customer experienced an occlusion alarm. The customer had an elevated blood glucose level over 600 mg/dl. The customer administered a manual injection to address elevated blood glucose level. Troubleshooting with tandem technical support (cts) indicated the occlusion alarm was due to the infusion set site. Multiple attempts were made by cts to obtain additional information (infusion set information); however, no additional information regarding this event was provided.